Event description:
Customer reports to have received a button error alarm due to going swimming with insulin pump attached. Customer states buttons malfunctioned then he received button error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. However, moisture damage was noted to the electronic and motor assemblies. The insulin pump had a cracked reservoir tube lip, a stained address and serial number label and end cap sticker.